Manufacturer narrative:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Event description:
Patient reported "that the MRI scan revealed a ruptured prosthesis in her right breast, which had inserted as a result of breast cancer." Healthcare professional later reported "¿double lumen prosthesis in a retromuscular position on the right, with signs of rupture, and patient with breast asymmetry due to implant rupture.¿ ¿degree of capsular contracture (right side): ii. "The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/jun/2024.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.